Event description:
It was reported that during a supply change the infusion site did not insert correctly and the user observed a leaking insulin cartridge while using a prefilled cartridge; customer support guided the user to replace the infusion site and tubing, and insulin delivery was resumed. No change in blood glucose and no reported adverse clinical effects reported. Outcomes included restoration of therapy without medical intervention. Investigation included technical support troubleshooting and user education on proper site insertion and cartridge setup. Investigation of this case revealed a user-reported leak at the cartridge and an insertion issue at the teflon infusion site. It was concluded that the event was addressed by replacing the infusion set and reestablishing delivery.